Event description:
New information: the patient was seen in clinic on (B)(6) 2020, and the device was reprogrammed to address the post-paced t-wave oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed an episode of right ventricular post-paced t-wave oversensing. No inappropriate therapy was delivered. Device programming was discussed, but no intervention was performed. There were no patient symptoms reported.